Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline age characteristic is 63 years old. Of note, multiple patients/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿influence of substrate modification in catheter ablation of atrial fibrillation on the incidence of acute complications: analysis of 10 795 procedures in j-caraf study 2011-2016.¿ journal of arrhythmia. 2018;34:435¿440. Doi: 10.1002/joa3.12081. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports patient complications while using a cryoablation balloon. Of note, multiple patients and multiple methods were noted in the article; however, a one to one correlation could not be made with unique methods/device lot numbers. The status/location of the cryoballoon is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.